Event description:
As reported per the clinical trial (B)(6): the subject patient underwent an open exploratory primary laparotomy with concomitant procedures hysterectomy, oophorectomy, left salpingectomy and right salpingo-oophorectomy on (B)(6) 2023, during which a bard/davol phasix mesh was trimmed, placed in onlay fashion and secured in place. The midline fascia was completely closed with slow absorbing monofilament 1 pds sutures. A 3cm overlap in all directions was achieved. Skin closure was achieved by running stitch with long term absorbable sutures. The subject patient was discharged from the hospital on (B)(6) 2023. On (B)(6) 2023, the subject patient was diagnosed with superficial surgical site infection and required medication. The reported adverse event (surgical site infection) has been assessed per clinician as possibly related to the study device, definitely related to the procedure and recovering/resolving. The ae has been assessed as mild in severity. The reported ae does not meet the definition of a sae (serious adverse event) and uade (unanticipated adverse device event). Addendum per additional information received: the subject patient was diagnosed with superficial surgical site infection on (B)(6) 2023 (date correction) and the outcome was recovered/resolved on (B)(6) 2024.

Manufacturer narrative:
As reported, the patient was diagnosed with a surgical site infection post implant of the phasix mesh. The clinician has assessed the patient¿s postoperative course of surgical site infection as possibly related to the study device, and definitely related to the procedure. However, based on the information provided, no conclusion can be made. Review of the manufacturing records shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 15 units released for distribution in may 2022. Infection is a known inherent risk of surgery and is listed as a possible complication in the adverse reaction section of the instructions-for-use supplied with the device. Additionally, the warning section states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Addendum: h11: this is an addendum to the initial MDR submitted to document that the ae has been recovered/resolved. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
As reported, the patient was diagnosed with a surgical site infection post implant of the phasix mesh. The clinician has assessed the patient¿s postoperative course of surgical site infection as possibly related to the study device, and definitely related to the procedure. However, based on the information provided, no conclusion can be made. Review of the manufacturing records shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(6) released for distribution in (B)(6) 2022. Infection is a known inherent risk of surgery and is listed as a possible complication in the adverse reaction section of the instructions-for-use supplied with the device. Additionally, the warning section states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per the clinical trial dvl-he-018: the subject patient underwent an open exploratory primary laparotomy with concomitant procedures hysterectomy, oophorectomy, left salpingectomy and right salpingo-oophorectomy on (B)(6) 2023, during which a bard/davol phasix mesh was trimmed, placed in onlay fashion and secured in place. The midline fascia was completely closed with slow absorbing monofilament 1 pds sutures. A 3cm overlap in all directions was achieved. Skin closure was achieved by running stitch with long term absorbable sutures. The subject patient was discharged from the hospital on (B)(6) 2023. On (B)(6) 2023, the subject patient was diagnosed with superficial surgical site infection and required medication. The reported adverse event (surgical site infection) has been assessed per clinician as possibly related to the study device, definitely related to the procedure and recovering/resolving. The ae has been assessed as mild in severity. The reported ae does not meet the definition of a sae (serious adverse event) and uade (unanticipated adverse device event).